Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was flickering and at times did not have image, due to a faulty connector and the video connector could not be connected because it was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for an unknown diagnostic procedure, the visera video system center had up board connector failure. Subsequently, the intended procedure was completed with a similar device with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a damaged video connector. Olympus will continue to monitor field performance for this device.